Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The display adapter was replaced, and the cables and connections were checked. The power supply was tested, and the system is operating as intended.

Event description:
The customer reported image quality issues on the 9800 system. No patient injury was reported.